Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 21/apr/2009. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the model number, serial number or the implant date. The pt was implanted in a foreign country, and has not provided her explant physician her band style or size, serial number, full implant date, or implant physician's name or contact info. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Physician reported that removal was scheduled for a lap-band. Pt records not available and more data will be forthcoming. Follow-up findings: access port is being removed. Add'l follow up findings: per the physician the surgery was performed due to belief there was a port leak.